Event description:
It was reported that the insulin gauge was inaccurate. Additionally, customer went to the hospital. Customer declined troubleshooting from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.